Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this atrial lead exhibited high out of range impedance measurements of greater than 3000 ohms, as well as loss of capture. A fracture is suspected.